Event description:
It was reported that this patients communicator displayed a red call doctor icon. There was an alert for low out-of-range (oor) pacing impedances on the non-boston scientific right ventricular (rv) lead measuring less than 200 ohms. At this time, the pacemaker and non-boston scientific rv lead remains in service. No adverse patient effects were reported.